Manufacturer narrative:
Age or date of birth: age at time of event - 18 years or older. Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.